Event description:
Event description cpi received info that the pt with this implantable cardioverter defibrillator (ICD) was presented to the emergency room complaining of palpitations. Further examination revealed that the device was pacing at a rate of 170/180 beats per minute and the device was unable to communicate with a programmer or respond to the application of a magnet. The pt advanced into ventricular fibrillation twice and was successfully converted a normal sinus rhythm during both episodes. The physician elected to explant the device and further info confirmed that the pt passed away twelve hours following this procedure.